Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. It was determined that the complaint device is a product quality issue per exception issue of the unused devices would not further support a conclusion as the reported leak issue has already been identified as a product quality issue. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was requested for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. E1 correction: initial reporter updated from nar:steve vukosavljevic, rn to dr. Ali bagherli h6 correction: type of investigation code 4115 removed

Event description:
It was reported that the indeflator is noted to be leaking as bubbles are noted in the chamber after inflation and pulling negative. Another device was used to complete the procedure. After the procedure another indeflator was attempted to be prepped for demonstration to show the chamber fulling up with air. The second indeflator was not used on the patient. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.